Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) recorded and out of range pace impedance less than 200 ohms, on the left ventricular (lv) lead. There was reportedly no capture in the lv tip to ring and ring to tip pacing vectors. In the ring to can pacing vector, threshold capture was met at 4 volts (v) at 1 millisecond (ms) and was programmed to 5v at 1ms. The other vectors to the right ventricular lead and can had similar thresholds and the morphology was reportedly most favorable in the lv ring to can vector. The lead was programmed to a unipolar pacing configuration. Lead assessment performed later found thresholds stable and lead impedance trending greater than 200 ohms. No adverse patient effects were reported.